Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was above 500 mg/dl with diabetic ketoacidosis and vomiting. It was reported the patient was hospitalized and the pump¿s settings were not recently changed. The reporter noted the pump emitted frequent occlusion alarms. During troubleshooting, it was determined that the patient was not using the cartridge per instructions for use. There was no indication of a device malfunction. This complaint is being reported because the alleged hyperglycemia was attributed to a cartridge use error.